Manufacturer narrative:
Initial and final MDR (B)(4).- MDR- device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events where 5 infusion sets fell off on 01-jun-2023 during use. Infusion sets were used for 2 days. Patient replaced infusion sets and resumed insulin successfully no further information was available.